Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a power error and expiratory pause hold time exceeded. Inaccurate barometric pressure and inaccurate gas supply pressure were also reported. Identification of issue has been done by analyzing problem description, device¿s logs and communication with field service engineer (fse). The issue was decided to be reported as technical error codes indicating a power error and expiratory pause hold time exceeded may lead to stop of ventilation. According to the information provided by the technician, the monitoring, control and expiratory channel printed circuit boards were replaced. The issue has been resolved and the device was delivered to the user in working condition. It has been concluded that the occurrence of reported issues on servo-I device has been related to a metal screw that was inside the unit. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The foreign object inside device can cause failure/short circuits which might lead to a ventilator malfunction. Most likely, a foreign screw got inside the device during the last preventive maintenance performed by customer. The origin of the screw cannot be fully confirmed. However, this screw did not come from the device. The most likely root cause to the reported issue has been determined as third party service.

Event description:
It was reported that the ventilator generated technical error codes indicating a power error and expiratory pause hold time exceeded. There was no patient involvement. Manufacturer's ref. #: (B)(4).